Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. For a more detailed analysis, additional information is essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The day after implant the impedance on the atrial lead measured above 1500 ohms. Unipolar lead numbers remain steady and in range. Checking the set screw and lead placement in header was recommended. It is unk at ths time if the physician will take action. On (B)(4) 2013 - attempts to obtain more info have been unsuccessful. If add'l info is obtained, this event will be updated. All available info suggests this system remain implanted.